Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, h6.

Event description:
Healthcare professional reported "intracapsular rupture" confirmed via MRI. Un-reporting lymphadenopathy. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare profession reporting left side intracapsular rupture diagnosed by MRI. MRI report provided shows "left implant with signs of intra capsular rupture, with no signs of extracapsular rupture. Periprosthetic collections are not observed. Heterogeneously dense breast parenchyma with a moderate background enhancement pattern. Pathological enhancements are not observed. Axillary ganglia with preserved morphology". Device has been explanted and replaced.